Event description:
Customer called to report that pod failed to deploy cannula and that the needle stayed out. He woke up at 4am and his blood glucose (bg) was 450 mg/dl. No alarms sounded on pod or pdm. It was as if it was working the whole time. No further problems reported.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.